Event description:
The reason for call was the patient had spinal surgery on monday at l4 and l5 and they did a fusion and put a rod in their back and some screws. There was an issue with some blood and chips in the spine. Pt turned the stimulation off. The surgery was not related to the medtronic device. On wednesday the patient turned the stimulator back on and it made their pain worse so they tried to lower intensity but ended up turning the stimulation off. Caller wanted to know how long the stimulation could be turned off before they had to do something about the implanted neurostimulators battery. Pt got a new battery but still had the old lead, caller wondered if the ins they had no charge could it go to over discharge. Agent reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.